Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition can cause difficulty loading the reload and potentially causing the system to indicated a reload is attached when one is not. Replication of this condition may occur if the rotating ring is inadvertently moved out of position during handling of the reload. However, it could not be reliably determined how or when this occurred. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a procedure, the tech was trying to get the reload to load onto the adapter, however they could not get it to load, so they tried to force it on the adapter, and broke the adapter. There was no patient involvement.